Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Left knee effusion [joint effusion]. Knee pain [arthralgia]. Left knee swelling [joint swelling]. Hyperthermia [hyperthermia]. Detritus of cells [cell death]. Case description: spontaneous report was received on (B)(6) 2010 from a healthcare professional regarding a (B)(6) female pt, initials (B)(6), with a history of five previous synvisc treatments starting in 2007, who experienced knee swelling and knee effusion after starting synvisc. The hcp reported that the pt received her first synvisc injection into her left knee on (B)(6) 2010. One day later, the pt experienced left knee swelling and left knee effusion ((B)(6) 2010). The hcp reported that the pt's symptoms were treated with a left knee aspiration and synovial fluid analysis ((B)(6) 2010). The hcp reported that there were no pathogens detectable in the synovial fluid. The pt did not receive another synvisc injection as therapy was stopped permanently. The product lot number was not provided. At the time of this report the outcome of the pt was unk. Additional info was received on (B)(6) 2010 from a healthcare professional. The hcp updated the pt's medical history to include gonarthrosis. The hcp reported that the pt received her first synvisc injection on (B)(6) 2010. The hcp reported that, hours after the injection, the pt experienced left knee swelling, left knee effusion, left knee pain and hyperthermia. Synvisc therapy was stopped temporarily. The pt's symptoms were treated with a left knee aspiration on (B)(6) 2010 and one injection of volon a10 into the left knee ((B)(6) 2010). The hcp reported that analysis of the synovial fluid showed "leukocytic cells (few) and detritus of cells, but not pathogens" ((B)(6) 2010). The hcp reported that the pt recovered from her symptoms on (B)(6) 2010. The pt received a second synvisc injection (B)(6) 2010. The hcp reported that the pt again experienced left knee swelling, left knee effusion, left knee pain and hyperthermia ((B)(6) 2010). Synvisc therapy was stopped permanently. The pt's symptoms were treated with a left knee aspiration on (B)(6) 2010 and one injection of volon a40 into the left knee ((B)(6) 2010). The hcp reported that analysis of the synovial fluid again showed "leukocytic cells (few) and detritus of cells, but not pathogens" ((B)(6) 2010). The pt recovered from her symptoms on (B)(6) 2010. The hcp stated that the events were severe and that the relationship of the events to the synvisc treatment was definite. The product lot number was not provided. At the time of this report the outcome of the pt was recovered. Additional info was received on (B)(6) 2011 in the form of an investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comments: the benefit-risk relationship of the product is not affected by the report.